Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k073231.

Manufacturer narrative:
Follow-up # 2 ¿ (12/01/2014). The patient¿s meter has been returned on 10/18/2014 and evaluated by lifescan product analysis on 11/17/2014 with the following findings: analysis was not possible for the meter involved with this complaint due to the noted secondary issue of defective processor x5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (08/30/2011)-device evaluation: the test strip and control solution involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips and control solution have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control high was not resolved with troubleshooting.